Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 5 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve due to insufficiency. Additional information was received that the patient presented with class ii new york heart association (nyha) functional classification symptoms. The aortic insufficiency prior to the valve replacement was severe. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.